Manufacturer narrative:
Corrected fields: b5. Describe event or problem check spelling maximize.

Event description:
It was reported that this pacemaker exhibited pacing impedance high within range. Patient is pacemaker dependent. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited pacing impedance high out of range. Patient is pacemaker dependent. The device remains in service. No adverse patient effects were reported.